Manufacturer narrative:
Section d4, h4: additional information. Investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file; however, a correlation between the reported stroke and the device cannot be conclusively determined. The log files contained overlapping data, spanning from 05apr2019 00:31 to 10apr2019 16:52, which captured numerous low-speed events and pump stops. Pump power, flow, and pi ranged from 0.0-11.8 watts, 0.0-10.3 lpm, and 0.0-7.7, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient remains ongoing on vad support using an ungrounded patient cable. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. Stroke is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient suffered a stroke on (B)(6)2019. The patient was transferred to hospice. On (B)(6)2019, the patient expired. No further information was reported.

Manufacturer narrative:
Section b2 and b5: additional information. Report type has been updated to reflect the patient's death.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced multiple pump stops since being admitted for a left middle cerebral artery stroke. Patient was placed on a non-grounded cable by the bedside nurse immediately upon seeing the alarms. It is unknown if the patient had any further symptoms from the pump stops as the patient is currently in the intensive care unit. No further alarms have been reported since placing the patient on the non-grounded cable so the patient will most likely be discharged home on it. Technical services reviewed the log files and indicated that the pump stops captured in this log file maybe linked to potential issues with the percutaneous lead. X-rays obtained were unremarkable. No further information has been provided.